Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02319. 0001825034-2021-02322.

Event description:
It was reported that during warehouse inspection, there was damage to the sterile packaging. There was no patient involvement. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 reported event has been confirmed. Visual evaluation of the returned product/provided photo(s) identified damage to the sterile packaging (blister). On lot 6412027, there is debris inside the sterile packaging which is consistent with the appearance of porous coating and white debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Sterility has not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and packaging design issues. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.